Event description:
Technical services received a call on (B)(6) 2012. Caller reported that patient made the decision to get existing system removed and replaced with a MRI-conditional system. Caller commented that this rv lead had some problems. No additional information was available. Dr. (B)(6) performed the extraction. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).